Event description:
It was reported that during surgery, noted that a component of device fell off from the device during the 3th firing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is this part retrieved from patient? Yes. Is this part available to returned for analysis? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Batch # unk. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances / manufacturing irregularities were identified. As part of ethicon's quality process, all devices are manufactured, inspected, and distributed to approved specifications. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained: is this part retrieved from patient? Yes. Is this part available to returned for analysis? Yes. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during surgery, noted that a component of device fell off from the device during the 3th firing. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.

Manufacturer narrative:
Pc-(B)(4). Date sent: 3/21/2022 d4: batch # 414a49 h6: component code: g04 investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with the closing trigger in the closed position and anvil in the opened position, the joint cover was damaged, and with a gst60b reload present. The reload was received unfired. The device was dry fire and the knife started to tangle out and through the joint cover. No functional test could be performed due to the condition of the device. The joint cover was removed to verify the integrity components the knife was noted to be buckled, causing damage to the joint cover. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.